Event description:
In 2004, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In late 2005, a reintervention occurred whereby a contralateral leg component was implanted to treat a type iii endoleak. The physician reports the outcome was satisfactory. No further complications were reported. In late 2006, the patient expired. The cause of death is unknown to the physician. No further information will be available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other related devices implanted: pxt281416 registration location 2017233. Pxt181000/03096540 registration location 2953161.